Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. It was also stated that the customer programmed a 4.0 unit bolus, but the insulin pump delivered 9.0 units. Troubleshooting was performed, and the daily totals did not add up correctly. The insulin pump did pass the displacement test, however. Nothing further reported.